Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of c-section in 2010 and breast cancer, molar pregnancy, uterine fibroids, pelvic pain female, parity 2, gravida ii and obesity. Previously administered products included: colace, ibuprofen, percocet [oxycodone hydrochloride;paracetamol], morphine, zofran [ondansetron] and depo provera. The patient had a family history of hypertension, diabetes mellitus and breast cancer. As concurrent condition the report mentioned menorrhagia. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with essure removal via hysterectomy with bilateral salpingectomy on (B)(6) 2022. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2022 from (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 58.77 kg/sqm. [Pathology test] on (B)(6) 2022: surgical final report: final pathologic diagnosis: uterus, cervix, bilateral fallopian tubes and fibroids, and partial omentum: benign non-secretory endometrium. Multiple benign leiomyomata with no nuclear atypia or increase in mitosis. Benign adenomyoma with no malignancy. Right and left fallopian tubes with no significant pathologic findings. No cervix submitted. Segment of benign omental fat. Comments: the multiple leiomyomata are benign and show areas of ischemic necrosis. Specimen(s) received: uterus, cervix, bilateral fallopian tubes and fibroids with partial omentum. Clinical history: leiomyoma, menorrhagiagross description: bilateral essure coils are identified in both cornus. [Pregnancy test] (date unknown): negative. [White blood cell count] (date unknown): wbc: 4.8 x10(3)/mcl. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 3670 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with essure removal via hysterectomy with bilateral salpingectomy. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 3670 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with essure removal ia hysterectomy with bilateral salpingectomy. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.